Event description:
It was reported that this electrode exhibited noise in the secondary vector when the device is shaken. The health care professional (hcp) suspects a broken electrode is the cause. X-ray imaging of the thorax will be taken to further evaluate, and technical services (ts) was consulted. No adverse patient effects were reported.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited noise in the secondary vector when the device is shaken. The health care professional (hcp) suspects a broken electrode is the cause. X-ray imaging of the thorax will be taken to further evaluate, and technical services (ts) was consulted. No adverse patient effects were reported. To date, no additional information has been received, and x-ray imaging was never sent to boston scientific for review. Should additional follow-up information be provided in the future, an updated report will be issued.